Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus korea (okr). Omsc obtained the additional and corrected information from okr that the okr engineer had found the foreign material in the suction channel and had removed it while the inspection of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, omsc considered that the reported phenomenon was attributed to the inappropriate handling of the syringe by the user. The exact cause of the damage of the syringe could not be conclusively determined. However, there was the possibility that it was attributed to the following. The tip of the syringe was attached not straight to the biopsy valve then excessive stress was applied to the syringe. The syringe had become fragile due to deterioration by repeatedly use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the tip of the syringe entered the suction channel. There was no report of patient injury associated with the event.